Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was elevated threshold on the left ventricular (lv) lead that was causing high battery drain. The lead and device were explanted and replaced. No patient complications have been reported as a result of this event.